Manufacturer narrative:
As reported, the yellow anchor on the inflation tube of the ventralight st w/echo ps came loose and slid down the inflation tube. Based on the information provided and without having the sample to evaluate, no conclusions can be made as to why the anchor detached in use. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic umbilical hernia repair procedure, the yellow anchor on the inflation tube of ventralight st mesh w/ echo ps came loose and slid down the inflation tubing which made the mesh impossible to lay flat. It was reported that the surgeon tried to cut the yellow anchor off, but it was too hard, so he sutured half of the mesh in place and then removed the echo ps and yellow anchor. It was also reported that the procedure was completed by using the same mesh. There was no patient injury.